Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure was achieved of the right common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the patient anatomy. The starclose se clip achieved hemostasis. There were no reported adverse patient sequelae. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Difficulty encountered removing the device can be influenced by but not limited to a manufacturing deficiency, patient anatomical condition, and operator deployment technique. It was reported that once the access ports were used the device released from the patient anatomy; therefore, the locator wings may have not have fully collapsed to prevent the device from being removed easily. Operator manipulation during the deployment sequence may cause the device to grab tissue and prevent device removal. There is no reported information to indicate an operator influence on the reported experience. Anatomical conditions like extraneous tissue may interfere with the deployment and catch the tubeset or locator wings during deployment and prevent easy device removal. Distal bending forces may have been applied to the deployed locator wings from interfering tissue that compacted between the distal-end of the clip delivery tubeset and the deployed locator wings during thumb advancer deployment through the tissue tract. This condition may have inhibited correct locator wings retraction into the distal-end of the clip delivery tubeset after clip deployment and necessitated the use of the access ports to assist with the removal of the device from the anatomy. The evaluation could not conclude a manufacturing deficiency or operator deployment technique that influenced the reported experience. The evaluation did indicate anatomical conditions, though unconfirmed, may have influenced the reported experience. The cause of the incident is related to the operational context in which the device was used during deployment. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database did not reveal any other reported incidents for difficulty encountered removing the device. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.